Event description:
It was reported that the left ventricular (lv) lead exhibited elevated threshold. The lv lead was capped, remains in the patient and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: dtmb1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.